Manufacturer narrative:
(B)(4). Concomitant medical devices: 00875705001-shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners-63902206; 00801803201-femoral head sterile product do not resterilize 12/14 taper-63416503; 00771100920-femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended offset-63433744; 00625006530-bone scr 6.5x30 self-tap-63745006; 00625006520-bone scr 6.5x20 self-tap-63919174. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03038, 0001822565 - 2021 - 03041, 0001822565 - 2021 - 03042, 0001822565 - 2021 - 03043, 0001822565 - 2021 - 03044. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported was reported patient returned to hospital 3 years post implantation due to right thigh pain that radiates to hip. The surgeon is uncertain if the event is related to the device. Treated initially with conservative monitoring, but since pain is persistent, imaging and bone scan taken with results pending at time of reporting. Patient reports continued severe pain. All workup for infection have been negative and reasons for the pain thus far inconclusive. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.